Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The ntr clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This event is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The xtr clip delivery system (cds - 80625u124) was deployed without issue; however, it was noted that a single leaflet device attachment (slda) occurred, with the clip detaching from the posterior leaflet. A second cds (ntr) was advanced, as treatment of the mr and was deployed without issue. The physician then advanced a third cds (ntr) to stabilize the detached xtr clip. The clip was placed on the leaflets, but failed the final arm angle testing, was not implanted and the cds was removed from the anatomy without difficulty. A fourth cds (xtr) was then advanced, with the clip successfully implanted to stabilize the detached clip. Mr was reduced to grade 1. The procedure ended with the patient in stable condition. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and a definitive cause for the reported incomplete coaptation could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.